Event description:
Boston scientific received information that this device system detected an increased shock impedance measurement greater than 200 ohms. The patient was brought in for further review and the physician elected to reprogram the device to rv coil to can. A connection issue was suspected with the svc coil, which displayed shock impedance measurements within acceptable limits. The physician did not elect for further intervention at this time. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.